Event description:
Event description cpi received information that this patient was experiencing high thresholds with this transvenous defibrillation lead. At replacement procedure for the device, low impedance, low r-waves, and intermittent loss of capture were observed. The device was replaced due to eri due to the high current output drain from the lead issue. This lead was laser extracted and will be returned for analysis with the device. The atrial lead could not be explanted, it was capped and removed from service. A whole new system was implanted.